Event description:
While flushing the red lumen of hohn central line catheter, a hole formed in the catheter. Cbc, magnesium, phosphorus and basic metabolic profile (bmp) were already drawn prior to the hole. The catheter was clamped above the hole. Chemotherapy that was running in the white lumen was stopped.